Manufacturer narrative:
Concomitant medical product: 5554-45 lead implanted: (B)(6) 2002; 5071-53 lead implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to possible pocket erosion. It was also reported the patient's right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.